Manufacturer narrative:
Device passed displacement test. Hardware low level failures error was present in the device trace download and hardware low level failures error alarmed during self test due to broken trace at on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 168 mg/dl at the time of the incident. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump did not pass self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.